Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer (fse) reported that the system was under observation and is working fine at the camera head. During the inspection of the device additional findings were as follows: at the camera head the vision is good, rust marks on the coupler, wrinkles on the cable, the control unit has dirt and scratches, rust marks found on the video connector, there was rust on the eyepiece and electrical contacts of camera head and found humidity on the control unit. The device was not returned to olympus for evaluation and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The filed service engineer (fse) reported to olympus on behalf of the customer that the hd 3cmos camera head was getting error e-226 (scope communication error) intermittently during maintenance. There was no patient involvement or impact associated with the reported event.